Event description:
Penumbra catrx catheter came apart at the hub after the initial pass. Manufacturer response for penumbra thrombectomy catheter, penumbra catrx (per site reporter). Pending response.